Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during set-up of the device prior being used on a pt, the device failed to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.